Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the technical support engineer (tse) that there was a bipolar energy issue with the integrated electrosurgical unit (iesu) or erbe unit, which was verified to be working fine with an external energy source. The user had changed instruments, but the issue persisted with the erbe. The user replaced the erbe generator with an external generator to continue with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was returned for failure analysis, and the reported problem was not confirmed using system logs. Functional testing was performed using the system, and the unit powered on and successfully cauterized across all ports and instruments without any issues. Additionally, a review of the internal erbe log showed recorded errors c-84 and m-b0. The erbe will be sent to original equipment manufacturer (OEM) for further analysis. The root cause of the failure could not be determined. However, the cause is likely due to an electrical component failure within the erbe.

Event description:
Refer to h11 for follow-up information.